Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the rn had the two port extension piece at the patient site with each port infusing unspecified fluids at a rate of 50ml/hour. An additional unspecified medication was infusing into the port of the maintenance fluid tubing at 6ml/hour. During the 6ml/hour medication infusion, the device alarmed occlusion at patient side in the labor & delivery department. The rn found that when the infusion rate was increased on the maintenance fluids from 50ml/hour to 100ml/hour, the occlusion alarm would stop. The customer later stated that there were no adverse effects caused to the patient from the event.